Event description:
Additional information received reported the reporter had no additional information as the patient was under a different health care provider¿s care. It was reported the patient had a similar event due to an infected knee. It was noted no dates were provided. The patient¿s managing health care provider was contacted who indicated he had no new information.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient was admitted to the hospital 10 days prior to report due to altered mental status. The reporter indicated the patient was ¿delusional¿ and believed it was related to a reaction or side effect of the medication in the pump. It was planned to transport the patient to a hospital where the managing healthcare provider (hcp) was, so the hcp could reprogram the pump, but on the day of report, the patient was unresponsive, so the transfer was canceled. The managing hcp was unable to see the patient until the following week, thus the hcp currently caring for the patient in the hospital planned to reprogram the pump to either discontinue the dose or put it at the lowest possible rate. The pump was used to deliver prialt. Additional information has been requested, but was not available as of the date of this report.